Manufacturer narrative:
Additional information: d9, h6, h10 (summary of device evaluation). Summary of device evaluation: the reported complaint is confirmed. Investigation found that the balloon was unable to deflate, consistent with the alleged product issue. The inability to deflate the balloon was due to the device being over steamed prior to preparation. Multiple kinks were also found along the shaft of the catheter; the physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. Procedural or post procedural images were not provided; therefore, the alleged event cannot be confirmed. If the product, additional images, or information is received at a later date, the investigation will be reopened and a supplemental report will be submitted.

Event description:
It was reported that during a procedure, it was not possible to deflate a scepter c balloon catheter. After multiple attempts, the balloon deflated. The patient is reported to be "doing well." There was no reported patient injury or intervention.